Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: vibrio and pleisiomonas the following information was provided by the initial reporter: " had 2 runs with ugly internal controls and false positive vibrio and pleisiomonas signals. There also appear to be air bubbles in the cartridge."

Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument catalog number 441916 and serial number (B)(6) had a "false positive". Customer reported that they are having unusual curves for vibrio and plesio that would sometime result in false positive. Field service was dispatched. Field service perform a tray alignment on side a and clean and renormalized reader a. Field service also calibrated the robot and ran a self-test on side a. Field service performed a successful qualification run. Instrument was returned to the customer functional. Review of device history record for instrument serial number, mx0056 is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 20oct2011, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument mx0056 and no additional work order was observed for the complaint failure mode reported. Samples were not returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is confirmed by field service during dispatch. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode. H3 other text : see h.10

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: vibrio and pleisiomonas the following information was provided by the initial reporter: "had 2 runs with ugly internal controls and false (??) Positive vibrio and pleisiomonas signals. There also appear to be air bubbles in the cartridge